Manufacturer narrative:
Approximate age of device -2 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad on . It was reported the patient had a driveline infection that required I&d. The account communicated that the infection was healed and the patient was currently on chronic supressive antibiotics. No further information was reported.